Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 2,000 ohms that had triggered a lead safety switch (lss). Rv impedance trends indicated a gradual increase in measurements that were more recently noted to be consistently high. The suspected cause of the out-of-range pace impedance measurements was the lead to tissue interface. No additional adverse patient effects were reported.